Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mch/ml at 518.5 mcg) via an implantable infusion pump. It was reported that the patient experienced baclofen withdrawal. The patient was reported to have symptoms which included: clonus, tachycardia, hypothermia, and respiratory distress. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump logs were read and clear of any abnormalities. The catheter was noted as being able to be aspirated. The pump was replaced on (B)(6) 2018 and it was unknown if the issue was resolved. The patient was noted as being alive with no injury. The explanted pump was noted as being in the possession of the representative and is expected to be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the cause of the baclofen withdrawal and the date it was first noticed was unknown. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump found no anomaly related to the root cause of the event. The pump was found to be operating as intended within labeling. If information is provided in the future, a supplemental report will be issued.